Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-30-10 - equinoxe preserve stem 10mm: (B)(6). 320-46-00 - 145-deg pe 46mm hum liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 9 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced glenoid/coracoid fxs which loosened glenoid. Patient does not report injury, but glenoid component was found to have shifted at initial post-op appointment. The patient underwent a standard reverse with preserve stem revision with the reported removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. Patient was left with resection arthroplasty to allow baseplate to heal, revision arthroplasty completed three months following. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.